Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high and low blood glucose readings from the insulin pump. The mother stated that they had some blood sugar levels on the lower side and called the doctor's office to fix the basal for the morning. The customer stated that they took an a1c in december and it was 8.1, and when diagnosed it was 13.1 and before the pump it was 8.3. The customer also stated that she had lows no higher than 140 mg/dl and is not sure if she is getting sick. The customer stated that she had readings in the low 80's mg/dl at school and dropped in the 40's mg/dl during the holidays. The customer stated that she ate birthday cake with her cousins and friends during the holidays. The customer was advised to follow up on the high and low readings.